Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of four (4) sterile repeater pump tube sets broke apart from the blue port. These events occurred during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.